Manufacturer narrative:
As the device has not been returned, a visual and technical analysis could not be performed. A review of images completed by the bsc (B)(4) as to whether or not the stent was shorter than 6 cm was inconclusive. A review of this issue completed by manufacturing found no issues. There were no batches with a 40 mm length stent processed at the time of manufacture of this batch; therefore, there was no potential for a product mix-up to occur during manufacture. During manufacturing, all units are 100% visually inspected to detect any abnormalities such as the stent length. A count of the number of diamonds in the attached images shows approximately (B)(4) on the initial stent (60 mm stent). When compared with the quantity of diamonds on a 60 mm stent from production, both quantities align up indicating that the stent used was a 60 mm length stent. The stent dimensions of 10x60 mm as specified on the product label refer to the deployed and fully opened stent. The implanted stent length is relative to its diameter and these dimensions are indicated on the product pouch and box label. The most probable cause for the stent appearing shorter than 60 mm is because the stent length may have been affected by the patient's anatomy. In addition, the product specification specifies the stent length 24 hours post deployment, whereas in this case, the stent length was checked on the same day that the stent was deployed inside the patient. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent misplacement is listed in the dfu for this product as a potential adverse event related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a patient with cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, the patient had a four centimeter stricture located within the common bile duct. The physician chose a 10 x 60mm stent; which he felt was the correct size prior to deployment. During the procedure, after the stent was twenty five percent deployed, the physician opted to reconstrain and reposition the stent, as it was positioned above the stricture. The physician then attempted to deploy the stent for the second time; however half way through deployment, the stent prematurely deployed in the improper position. The physician then visualized the stent under radiographic imaging. In the physicians assessment, the stent appeared shorter then six centimeters; however no exact measurements were taken. It was confirmed that the stent was fully expanded. The physician then deployed a 10 x 80mm wallstent biliary covered endoprostheses within the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a patient with cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, the patient had a four centimeter stricture located within the common bile duct. The physician chose a 10 x 60mm stent; which he felt was the correct size prior to deployment. During the procedure, after the stent was twenty five percent deployed, the physician opted to reconstrain and reposition the stent, as it was positioned above the stricture. The physician then attempted to deploy the stent for the second time; however half way through deployment, the stent prematurely deployed in the improper position. The physician then visualized the stent under radiographic imaging. In the physicians assessment, the stent appeared shorter then six centimeters; however no exact measurements were taken. It was confirmed that the stent was fully expanded. The physician then deployed a 10 x 80mm wallstent biliary covered endoprostheses within the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.